Event description:
Information was received from a patient regarding an implanted pump system for non-malignant pain and pancreatitis. At the time of the report, the pump was used to deliver bupivacaine and dilaudid (hydromorphone). Dose and concentration information was not reported. It was reported that the patient had a catheter surgery. The surgery occurred sometime in the 4 years prior to the report. The reporter was not able to recall the date of surgery. It was noted that the patient's doctor added dilaudid when the patient first got the pump and then added bupivacaine "maybe 3 years" prior to the report due to the sciatic nerve in the patient's back.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# serial# unknown product type catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: information was received from a patient regarding an implanted pump system for non-malignant pain and pancreatitis. At the time of the report, the pump was used to deliver bupivacaine and dilaudid (hydromorphone). Dose and concentration information was not reported. It was reported that the patient had a catheter surgery. The surgery occurred sometime in the "few years ago" prior to the report. The reporter was not able to recall the date of surgery. It was noted that the patient's doctor added dilaudid when the patient first got the pump and then added bupivacaine "maybe 3 years" prior to the report due to the sciatic nerve in the patient's back.

Manufacturer narrative:
G3. Previously reported g3 date has been updated/corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2022 product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8780 lot# serial# (B)(6) ubd 2024-08-11 UDI# (B)(4) g9: corrected information: additional information received indicated the correct manufacturing site number for this event is 3004209178. H6: corrected information : device code a26 no longer applicable for the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the issue related to the catheter surgery was csf (cerebral spinal fluid) leak, catheter revision done on (B)(6)2022. The reason for the catheter surgery was the patient had a 1mm hole within the lumbar incision leaking spinal fluid, the symptoms the patient experienced was redness, headache and neck stiffness. The diagnostics and troubleshooting performed was analysis of pump in office. The patient had a catheter revision on (B)(6)2022.